Event description:
As reported, the saber rx 6mm 10cm was used for post dilation after a smart stent (7*100) was placed. The balloon was marked prior to placement, it was noted to be longer than the smart stent; however, the balloon length was apparently different. There was no reported injury to the patient. This was an evt case. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or while removing any of the sterile packaging components. There were no kinks or other damages noted prior to inserting into the patient. The device was prepped normally and was able to maintain negative pressure. The intended lesion was in the external iliac artery (eia). The lesion was noted to have mild calcification and mild tortuosity. The lesion was noted to have a 99% stenosis; however, the device was not being used to treat a chronic total occlusion (cto). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon through the vessel. The device crossed the lesion without difficulty. The device will be returned for evaluation. There is no image available showing the package and the size of the balloon.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82227836 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the saber rx 6mm 10cm was used for post dilation after a smart stent (7*100) was placed. The balloon was marked prior to placement, it was noted to be longer than the smart stent; however, the balloon length was apparently different. This was an evt case. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or while removing any of the sterile packaging components. There were no kinks or other damages noted prior to inserting into the patient. The device was prepped normally and was able to maintain negative pressure. The intended lesion was in the external iliac artery (eia). The lesion was noted to have mild calcification and mild tortuosity. The lesion was noted to have a 99% stenosis; however, the device was not being used to treat a chronic total occlusion (cto). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon through the vessel. The device crossed the lesion without difficulty. There was no reported injury to the patient. There is no image available showing the package and the size of the balloon. The device was returned for analysis. One non-sterile unit of a saber rx 6mm10cm 155 percutaneous transluminal angioplasty (pta) balloon catheter was received for analysis inside a plastic bag. Neither inner nor outer original packaging were returned with the device. Therefore, it could not be possible to review either inner or outer labels specifications for the device. Nonetheless, per visual analysis, the unit¿s balloon length information was verified on the hub of the unit. The balloon was received partially deflated and traces of blood residues could be observed inside the inner body of the unit at the balloon area. No other anomalies could be observed by the naked eye. Functional analysis was performed, starting with inflation testing on the unit. First, an appropriate .018¿ lab sample guidewire was successfully passed via tip through the inner body lumen of the unit. Neither resistance nor obstruction was found during the guidewire insertion. Then, a lab sample inflator/deflator device partially filled with water was attached to the inflation lumen of the unit and positive pressure was applied. The unit was successfully inflated. No inflation difficulties were found. Additionally, the dimensional balloon working length was verified as correct according to saber balloon specification. The balloon working length was found within specification. No anomalies were found. A product history record (phr) review of lot 82227836 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported "balloon incorrect length" was not confirmed during analysis of the returned device. The exact cause cannot be determined. Dimensional analysis revealed the balloon working length was found to be within specification and correlates with the information printed on the luer hub. Based on the information available for review it is likely procedural factors and handling may have contributed to the reported event as no anomalies were noted to the working length of the balloon. According to the device description in the safety information in the instructions for use ¿the cordis saber percutaneous transluminal angioplasty (pta) dilatation catheter is a catheter with a distal inflatable balloon. Radiopaque marker bands indicate the dilating section of the balloon and aid in balloon placement. For balloon lengths greater than or equal to 100mm, the distal section will have one (1) marker band and proximal section will consist of two (2) adjacent marker bands. For balloon lengths less than 100mm, the distal and proximal section will have each one (1) marker band. The catheter tip is tapered to ease entry into peripheral arteries and to facilitate the crossing of tight stenoses. The radiopaque marker bands (the length between the outer edge of most proximal to the outer edge of most distal marker band) indicate the stated nominal length of the balloon.¿ neither the phr, nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the saber rx 6mm 10cm was used for post dilation after a smart stent (7*100) was placed. The balloon was marked prior to placement, it was noted to be longer than the smart stent; however, the balloon length was apparently different. This was an evt case. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or while removing any of the sterile packaging components. There were no kinks or other damages noted prior to inserting into the patient. The device was prepped normally and was able to maintain negative pressure. The intended lesion was in the external iliac artery (eia). The lesion was noted to have mild calcification and mild tortuosity. The lesion was noted to have a 99% stenosis; however, the device was not being used to treat a chronic total occlusion (cto). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon through the vessel. The device crossed the lesion without difficulty. There was no reported injury to the patient. The device will be returned for evaluation. There is no image available showing the package and the size of the balloon.